Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 31-jul-2015, an fse conducted on-site follow-up with the customer. The fse inspected the injection valve and the 6-way valve, replaced the sample loop, sample needle, uptake and purch check valves, and small syringe. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective small syringe.

Event description:
On (B)(6) 2015, a customer reported low total areas on their g8 analyzer. The errors occur intermittently. The customer changed the sample needle but this did not resolve the issue. The customer is unable to report hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.